Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
A customer reported that the device did not display an ECG waveform in manual mode during a patient code. There was no reported patient or user harm.

Manufacturer narrative:
The customer reported that the device passed testing, and declined further servicing.